Event description:
During regular maintenance check it was observed that the device was displaying the wrench icon. There was no pt use associated with the reported failure. Upon eval by physio-control, it was observed that the device had a repeating event code and would not read any ECG.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The analog pcb assembly was removed for additional eval. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an ic chip, designator u53, on the analog pcb assembly. The customer was provided with a replacement device.